Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op there are several positive signals on the skin, muscle and thyroid gland as well as negative signals directly on the vagus nerve. The hardware set up was verified before use. The surgeon observe waveform on screen. The impedance measurement has been carried out, the console releases the monitoring mode, all plug connections have been tested and carried out flawlessly. The problem occurs with both trivantage and nim-flex tubes. There was no patient injury.

Manufacturer narrative:
Correction in section b5: event description was updated based on the additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There was a waveform and it looked like bi-phasic curve including latency. The procedure was completed using nim 3.0.